Event description:
It was reported to medtronic neurosurgery that the shunt malfunctioned and that patient's condition declined.

Manufacturer narrative:
The valve was patent. It also met requirements for the leakage and reflux tests. However, the device did not meet requirements for the pressure-flow and pre-implantation testing. Following dissection of the device, it was noted that there was proteinaceous debris within the valve mechanism. The instructions for use that accompany the device state that "particulate matter that enters the shunt system may result in shunt occlusion, or may hold pressure/flow controlling mechanisms open." A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.